Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states their device went blank, and after trying to power it back on received battery out limit alarm. The customer states they woke up with blood glucose level of over 400mg/dl due to the pump going blank. The customer states their levels rose to over 600mg/dl. Troubleshoot was conducted. The display was found to have returned after battery replacement. The customer is being sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.